Event description:
It was reported that an alarm 2 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl and was within the normal range. To resolve the issue, the customer changed the cartridge and resumed insulin.